Manufacturer narrative:
The lot number was provided and the lot history review was performed. One MRI lp implantable port w/attachable 7 fr s/l groshong catheter kit was returned for evaluation. The investigation is confirmed for cracked hub/connector (introducer needle), as there was a visible crack from which the needle was leaking during functional testing. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0603870c port & catheter allegedly experienced a crack and defective component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.